Event description:
Implant failed due to failure to osseointegrate.

Manufacturer narrative:
Initial report did not document the correct event type which is dropped from driver.

Event description:
Implant failed du to failure of osseointegration. However the initial report did not document the correct event type which is dropped from driver.